Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the high blood glucose level. The customer's blood glucose level was 600 mg/dl at the time of the incident. The customer was treated with the bolus. The customer stated that after 2 hours the blood glucose level of the customer was 410 mg/dl and 414 mg/dl. The customer experienced the symptoms like thirst. It was also stated that the cannula was bent.